Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. During the inspection of the device evidence of water ingress was observed around the front enclosure and the monitor board. The front enclosure was cracked at the bottom which could allow the water to get into the monitor board. The monitor board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.